Manufacturer narrative:
(B)(4). Device is a custom made, surgeon specific instrument. Lot number is either w15-00391 or w15-00392. The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Inspection of the received photograph could not definitively identify a fracture due to picture clarity. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the instrument fractured prior or during surgery. No adverse events have been reported as a result of the malfunction. Attempts have been made and no further information has been provided.